Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was repaired and the cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently shut down. There was no pt injury or death reported.